Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 167 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Infusion pump is being replaced.

Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.